Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but as reported by the field, was due to a firmware reset. (B)(4).

Event description:
The patient received an alert. Upon interrogation, the device was found to be in backup mode due to a firmware reset. New firmware was downloaded and the device was restored to normal. There were no consequences to the patient.